Manufacturer narrative:
A boston scientific technical services consultant informed the caller of the amount of separation there should be between the device and the product in use. The consultant instructed the caller to contact his physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing fainting spells while using his lawn mower. No adverse patient effects were reported.